Event description:
The customer reported that there was glue used on the scope and internally. The reported issue was found during an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. This report is being submitted for foreign material.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue was confirmed. It was difficult to pass the brush. After cleaning, disinfection and sterilization (cds), there were some debris found inside the biopsy channel. In addition, service found the light guide lenses were chipped, the adhesive on the bending section cover was cracked, the control body side cover was received disassembled, the light guide tube protector was damaged, the universal cord protector was missing rubber piece, the metal was exposed, the scope connector label was peeled off, the electric safety test failed on the insertion section, angulation malfunction, and the plastic distal end cover was damaged. The insertion tube was scratched, discolored, worn, and stained. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The procedure was therapeutic. An alternative device was not needed to complete the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material (glue) used in the procedure, performed immediately before the reprocessing, adhered to biopsy channel. The event can be detected/prevented by following the instructions for use which state: ¿operation manual_ using endotherapy accessories caution: when using an injector, be sure not to extend or retract the needle from the catheter of the injector until the injector is extended from the distal end of the endoscope. The needle could damage the instrument channel if extended inside the channel, or if the injector is inserted or withdrawn while the needle is extended.¿ olympus will continue to monitor field performance for this device.